Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with a 1.5x12mm unspecified non-compliant balloon dilatation catheter (bdc) at 12 and 14 atmospheres (atm). A 3.0x12mm xience prime stent was then deployed at the lesion followed by post-dilatation with 3.0x8mm unspecified non-compliant bdc at 14 atm; however, a distal edge dissection was noted. A 2.5x15mm xience prime stent was used to cover the dissection there was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.